Manufacturer narrative:
Items returned: n/a. Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformance's. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Based on a review of the last 2 years of complaint data, and at the time of this investigation, no systemic issues have been identified for this batch number that would have caused or contributed to the reported event. IFU review (additional information can be found in the IFU): potential complications. Potential complications include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death. Warnings and precautions: the web aneurysm embolization system is intended for single use only. The detachment control device is intended to be used for one patient. Do not resterilize and/or reuse the device. Reuse and/or resterilization can increase risk of infection, cause a pyrogenic response or other life threatening complications. Reuse and/or resterilization can degrade product performance, leading to device malfunction. Dispose of all devices in accordance with applicable hospital, administrative and/or local government policy. Advance and retract the device slowly. Do not advance the delivery device with excessive force. Determine the cause of any unusual resistance. Remove the device if excessive friction is noted and check for damage. Do not rotate the delivery device during or after delivery of the embolization device. Rotating the device may result in damage or premature detachment. The embolization device cannot be detached with any other power source other than a microvention inc. Detachment control device. Ensure that at least two detachment control devices are available before initiating an embolization procedure. Procedure: detachment of the device. 31. The detachment control device is pre-loaded with batteries and will activate when the delivery device is properly connected. 32. Verify that the rhv is firmly locked around the delivery device before attaching the detachment control device to ensure that the embolization device does not move during the connection process. 33. Ensure that the delivery device gold connectors are clean and free from blood or contrast. If necessary, wipe the connectors with sterile water and dry before connecting. 34. Insert the proximal end of the delivery device into the detachment control device. When the delivery device is properly connected, the light will flash green and an intermittent tone will be heard. 35. Verify the embolization device position before pressing the detachment button. 36. Push the detachment button. During firing, the light should be solid green and the beep should be continuous. 37. Verify detachment by first loosening the rhv valve, then pulling back slowly on the delivery device and verifying that there is not embolization device movement. If the embolization device does not detach, push the detachment button again. If the device is still not detached, obtain a new detachment control device and attempt detachment up to two additional times. If it does not detach, remove the delivery device. 38. Verify the position of the embolization device angiographically through the guide catheter. 39. Prior to removing the microcatheter from the treatment site, place an appropriately sized guidewire completely through the microcatheter lumen to ensure that no part of the embolization device remains within the microcatheter. Medical operative note review, p25-5707, d.p.m. A detailed medical review of operative note with event dated july 29, 2025, was performed on (B)(6) 2025. Data reviewed indicates that the patient was treated for left sca-aneurysm and the right pcoma aneurysm which were performed sequentially with plain coiling and adequate occlusion of the aneurysm reported. The mca aneurysm was then engaged and after standard preparation and testing of the detachment zone, data reviewed indicates that a 4/2 web device was navigated into the aneurysm and deployed inside with good apposition to the walls. The event of reported non-detachment occurred during the performance of the procedure on index date on (B)(6) 2025, of which data reviewed indicates that it was reported that the detachment was problematic. When connecting the detachment device, the light went red no matter how shallow or deep the wire was inserted inside it showed no greed light. Data reviewed indicates that changing the device didn't solve the problem. In addition, data reviewed indicates that the application of applied electrical current multiple time, it was reported that the device didn't detach. The web device was recaptured into the via and when retracting the device, it detached and stayed inside the aneurysm. Data reviewed indicates that the parent vessel remained patent and there were no clinical consequences. The MRI next day showed no dwi lesions or hemorrhagic complication with patient reported as doing fine. Based on the review of data and in my professional opinion the relationship to the web device cannot be ruled out. Data reviewed does not provide the circumstances as to why the web device did not detach. A detailed medical review of the provided operative note indicates that the event of reported non-detachment occurred during the treatment of an mca aneurysm using a web device. Data reviewed indicates that when connecting the detachment device, the light went red no matter how shallow or deep the wire was inserted. Data reviewed indicates that changing the device didn't solve the problem. In addition, data reviewed indicates that during the application of applied electrical current multiple times, it was reported that the device didn't detach. The web device was recaptured into the via and when retracting the device, it detached and stayed inside the aneurysm. Data reviewed indicates that the parent vessel remained patent and there were no clinical consequences. The MRI next day showed no dwi lesions or hemorrhagic complication with patient reported as doing fine. Based on the review of data, the relationship of the event to the web device cannot be ruled out; however, the data does not provide the circumstances as to why the web device initially did not detach. Without the return and physical evaluation of the device, the investigation cannot determine if a condition existed that would have contributed to the reported event.

Event description:
As reported: female patient, 67 year-old with three incidentally discovered aneurysms (1 x left sca, 1 x right pcoma and 1 x mca-bifurcation). Treatment of the left sca-aneurysm and the right pcoma aneurysm were performed sequentially with plain coiling and adequate occlusion of the aneurysm. The mca aneurysm was then engaged. The aneurysm is a wnba with approximately 4 mm width, 3,5 mm neck width and 3 mm height. The treatment was performed via a right radial approach using a 7f-envoy as guiding catheter. The via-17 was navigated into the aneurysm using a traxcess-14 microwire. After standard preparation and testing of the detachment zone, a 4/2 web device was navigated into the aneurysm and deployed inside with good apposition to the walls. The detachment was, however, problematic. When connecting the detachment device, the light went red. No matter how shallow or deep the wire was inserted inside it showed no greed light. Changing the device didn't solve the problem. Unfortunately, the web was not tested beforehand to see if the led was lit. Also wetting the proximal end of the wire was not helpful. We, nonetheless, applied the electrical current multiple times but the device didn't detach. Finally, we decided to recapture the web into the via. When retracting the device into the microcatheter, it then detached and stayed inside the aneurysm. It is correctly placed in the aneurysm and not in the parent vessel. The parent vessel remained patent and there were no clinical consequences. The MRI next day showed no dwi lesions or hemorrhagic complication. The patient was discharged without any problems and the MRI was normal. The patient was reported to be doing fine.